Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during drain cycle 5. The patient's ultrafiltration (uf) reading was 1375 ml, indicating the home patient (hp) drained 1375 ml more than the largest prescribed fill volume of 1800 ml. This meant the total drain volume was approximately 3175 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. (B)(4). Probable cause: insufficient drain- use error, tidal total uf removal set too low.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The increased intra-peritoneal volume (iipv) was confirmed by review of the logs. The cause of the iipv identified via device log review was determined to be insufficient drain, use error, tidal ultrafiltration (uf) removal set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. Pg 12-30 has the warning that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation. " section 13 "topic 4: tidal therapy" gives the trainer instructions on how to properly set tidal therapy values. On pg 13-9 the instructions state "a good starting point would be, at a minimum, to review a drain history over the previous seven treatment days. The total amount of uf over the seven days should be added and then divided by seven to obtain an average daily uf goal." The suggested setting for total uf is described on pg 12-30 as "seventy percent of the normal night uf is a good starting point for determining the optimum total uf. " the device passed all functional testing during evaluation and was sent for service. A follow-up report will be filed should any significant supplemental information become available.